Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by newcastle engineering lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod exerted no force during testing. Additionally, the drive pin was protruding and broken, the radial bearing was out of position and the leadscrew was seized inside the extending bar. The o-ring seal was very badly damaged that the misshapen element of the o-ring seal was the only part that could be retrieved. No additional information is available.